Event description:
It was reported that this right ventricular (rv) lead may cause the patient to experience phrenic nerve stimulation. In addition, the lead may have pulled back slightly from the original implant. Additional information received indicate that it was confirmed through xray. This lead was surgically explanted and will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The "known inherent risk" conclusion code was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this right ventricular (rv) lead may cause the patient to experience phrenic nerve stimulation. In addition, the lead may have pulled back slightly from the original implant. Additional information received indicate that it was confirmed through xray. This lead was surgically explanted and will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.